Manufacturer narrative:
(B) (4).

Event description:
Procedure: laparoscopic cholecystectomy according to the report: in about an hour of use, clamp part was broken. The broken piece was retrieved and another device was used. There was no report of bleeding, tissue damaged, or operation time extension more than 30mins.